Event description:
A healthcare provider reported that the patient's implantable neurostimulator (ins) had been off since (B)(6) 2011. It was noted that the ins didn't work so the patient turned it off. There were no patient symptoms reported. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.